Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facs aria¿ facsflow sprayed outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: the instrument is leaking strongly from the sheath out-connector of the sheath tank. Was there spray of fluid under pressure? Yes there was, the connector on the pressurized tank was slightly damaged. So pressurized facsflow started leaking. No one was hurt but there was a lot of liquid on the floor.

Manufacturer narrative:
After further review MFR#2916837-2021-00258 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd facs aria¿ facsflow sprayed outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: the instrument is leaking strongly from the sheath out-connector of the sheath tank. Was there spray of fluid under pressure? Yes there was, the connector on the pressurized tank was slightly damaged. So pressurized facsflow started leaking. No one was hurt but there was a lot of liquid on the floor.